Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("uti"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), nausea ("nausea"), visual impairment ("vision problem") and gastrointestinal disorder ("gi conditions") and was found to have neoplasm ("tumors"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, nausea, neoplasm, visual impairment and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, gastrointestinal disorder, menorrhagia, nausea, neoplasm, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and visual impairment to be related to essure. The reporter commented: she received treatment for the following events, dysmenorrhea (cramping),pelvic/abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder problem, urinary problem, vaginal discharge, vaginal infection, nausea, tumors, vision problem and gi conditions. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: this case was upgraded from other event to incident. Event injury was updated as dysmenorrhea (cramping),pelvic/abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder problem, urinary problem, vaginal discharge, vaginal infection, nausea, tumors, vision problem and gi conditions. Patient date of birth, lab data and treatment details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/pain') in an adult female patient who had essure (batch no. A45169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial, vaginitis, vulvovaginitis, uterine leiomyoma, high cholesterol, hypothyroidism, migraine, fibroids and irritable bowel syndrome. Concurrent conditions included micturition frequency increased, post coital bleeding, genital herpes simplex, bacterial vaginosis, postmenopausal bleeding and dvt. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), urinary tract infection ("uti"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), nausea ("nausea"), visual impairment ("vision problem"), gastrointestinal disorder ("gi conditions") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have neoplasm ("tumors"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, nausea, neoplasm, visual impairment, gastrointestinal disorder and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, gastrointestinal disorder, menorrhagia, nausea, neoplasm, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: she received treatment for the following events, dysmenorrhea (cramping),pelvic/abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder problem, urinary problem, vaginal discharge, vaginal infection, nausea, tumors, vision problem and gi conditions. An essure device was passed into the right coil and there was 2 leading coils in the uterine cavity and 4 coils left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion.. Pathology test - on (B)(6) 2017: diagnosis: weakly proliferative phase endometrium, uterus, hysterectomy. Mild chronic endocervicitis status post essure coil placement in bilateral cornual regions, segments of bilateral fallopian tubes. Ultrasound scan - on (B)(6) 2016: patient is having some postcoital bleeding and pain as we¿ll as irregular menstrual bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, urinary tract infection, dyspareunia . Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received. Event: abnormal bleeding (vaginal) was added. Lot number was added. Concomitant and historical conditions were added. Reporter's information and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/pain') in an adult female patient who had essure (batch no. A45169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial, vaginitis, vulvovaginitis, uterine leiomyoma, high cholesterol, hypothyroidism, migraine, fibroids and irritable bowel syndrome. Concurrent conditions included micturition frequency increased, post coital bleeding, genital herpes simplex, bacterial vaginosis, postmenopausal bleeding and dvt. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), urinary tract infection ("uti"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), nausea ("nausea"), visual impairment ("vision problem"), gastrointestinal disorder ("gi conditions") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have neoplasm ("tumors"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, nausea, neoplasm, visual impairment, gastrointestinal disorder and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, gastrointestinal disorder, menorrhagia, nausea, neoplasm, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: she received treatment for the following events, dysmenorrhea (cramping),pelvic/abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder problem, urinary problem, vaginal discharge, vaginal infection, nausea, tumors, vision problem and gi conditions. An essure device was passed into the right coil and there was 2 leading coils in the uterine cavity and 4 coils left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion.. Pathology test - on (B)(6) 2017: diagnosis: weakly proliferative phase endometrium, uterus, hysterectomy. Mild chronic endocervicitis status post essure coil placement in bilateral cornual regions, segments of bilateral fallopian tubes.. Ultrasound scan - on (B)(6) 2016: patient is having some postcoital bleeding and pain as we¿ll as irregular menstrual bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, urinary tract infection, dyspareunia lot number: a45169 manufacturing date: 2012/08 expiration date: 2015/08/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.